Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had exhibited right atrial (ra) lead and right ventricular (rv) lead pacing not delivered when required, for periods above 2 seconds on dependent patient. Noise was also observed. Technical services (ts) was consulted and recommended reprogramming options. This crt-p system remains in service. No adverse patient effects were reported.